Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 38 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device, the stent dislodged off from the stent delivery balloon. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that from proximal row 7 up to the end of the stent, the stent was severely damaged; stent struts were lifted, misaligned, distorted and stretched in a distal direction, some of the stent struts were stretched and pulled over the distal tip. The stent did not dislodge off the balloon as reported but the first 6 proximal rows, stent struts moved (approximately. 6mm) proximally over the proximal marker band, there was no evidence of visible damage to the proximal stent struts. The maximum stent profile was measured and is within specifications. The stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were visible on the exposed proximal body of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal edge of the bumper tip was slightly damaged. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several kinks across the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a midshaft kink approximately 3mm proximal of hypotube bond/midshaft bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 38 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device, the stent dislodged off from the stent delivery balloon. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.